Event description:
The pt is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported the pt was implanted a durom acetabular component on unk date and a revision surgery has not been performed. The pt is being monitored due to unk reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification z-2415/2426-2008. Should add'l info become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).